Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that they received low battery alarm. The customer's father also reported that the insulin pump would not pass version screen. The customer's father reported that the buttons were unresponsive and a constant tone occurred. The customer's blood glucose was unknown at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. No audio/beep anomaly was noted. Unable to confirm the low battery alert and unable to perform any testing due to the unresponsive buttons. The pump was received with a cracked reservoir tube lip and minor scratches on the display window noted.